Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure. The customer reported that there were able to get medications from another station and there was no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a rails had failed and the bearings were falling out of the rail. The field service engineer installed the new drawer and configured it in the station application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.